Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their implantable neurostimulator (ins) ¿went dead¿ and was replaced the day of the report. They didn¿t know if the entire system was replaced or if it was just the ins. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery was depleted because it had been implanted for several years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the implantable neurostimulator (ins) reached end of service (eos) due to the length of time since it was originally implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.